Event description:
The pt reported that sometime in april 2002 (exact date unk) pt thinks pt scraped the skin coverihng the ics device. After a few weeks pt noticed the skin over the ics was wet. On the day of the event the pt was seen at the implant center for evaluation. The surgeon noted that the skin around the ics was infected and some of the skin had eroded. The pt was given antibiotics (medication name unk). The pt did not respond to the antibiotics and the surgeon decided to explant the device. Revision surgery was performed and the devie was explanted. The pt was implanted on the contralateral side with another clarion device.